Event description:
Per the clinic, the patient experienced pain that was unresponsive to all other treatment options. The device was reported to be functioning normally. Subsequently, the device was electively explanted on (B)(6) 2026. It is unknown if there are plans to re-implant the patient as of the date of this report.